Event description:
It was reported that this right atrial (ra) lead exhibited intermittent under sensing. The atrial sensing measurement was changed. To date, this ra lead remains in service. No adverse patient effects were reported.